Manufacturer narrative:
E1: initial reporter first name: e1: initial reporter last name: e1: initial reporter facility name: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the bladder after use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from february 16, 2023 - february 17, 2023. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed a small amount of fluid inside the device bottle and the bladder appears to be in a "footing" position which suggests the bladder may have been ruptured near the end of infusion. The reported condition was verified. Due to the nature of the sample, no additional tests were performed. The cause of the condition could not be determined, however the probable cause of leak inside the device bottle may be related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.